Event description:
55 year old female had bilateral breast implants inserted on 4/14/98. The left saline implant was noted to leak and on 5/29/99, she underwent a removal of the defective implant and reinsertion of a new prosthesis.